Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first puncture on a laparoscopic bariatric procedure, the seal of the trocar was physically damaged and had air or gas leaked. In addition, there was a rapid loss of abdominal pressure. Another trocar was used to complete the case. There was no patient injury.